Event description:
It was reported that the distal end cover attached to the scope fell off into the patient and could not be retrieved. It was additionally reported that following an endoscopic retrograde cholangiopancreatography (ercp) with stent placement and balloon dilation there were attempts to retrieve the distal end cap. The customer used another scope to look for the device without success. Another device was also used to locate the device but it was not found. The customer also performed a chest and kidney, ureter and bladder (kub) x-ray to try and locate the device but it was not found. The procedure was completed in the normal timeframe for the procedure but the sedation time was extended to allow for locating and retrieving the fallen device. The patient was encouraged to use a specimen hat when having bowel movements but refused. The patient was monitored in a clinical setting and discharged with no issues. A specimen hat was provided at discharged and he was encouraged to contact the facility if he noticed a passing of the device. The customer reports no direct injury to the patient after monitoring prior to safely discharging.